Event description:
It was reported to boston scientific corporation that an autotome rx 44 was to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with choledocholithotomy procedure performed on (B)(6) 2021. During preparation, the autotome rx 44 was unpacked and found that the handle of the sphincterotome was disconnected. The pull wire of the autotome rx 44 was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction as of (B)(6) 2021: note: based on the photo of the returned device, it shows that the handle was damaged.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device did not have any broken wire; however, the handle was broken. Additionally, the wire was bent in the same location where the handle broke. The broken section of the handle was observed under magnification and there were whitened areas at the broken section indicating the material was submitted to tension forces. A functional evaluation was not performed due to broken handle. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the device did not have any broken wire; however, the handle was broken. Additionally, the wire was bent. Based on the condition of the device, the problem found could had been generated during removal from tray in preparation of the device or by the manipulation. Whitened areas at the broken section and the cutting wire bent in the same location where the handle broke, suggest that the handle could have been bent and it was submitted to tension forces until it broke. Based on the provided and collected information, the returned device did not have any broken wire; therefore, the investigation conclusion code for the complaint event will be documented as no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): a note in b5 has been added stating that based on the photo, the handle was damaged. Block h6 (device codes) has also been updated.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with choledocholithotomy procedure performed on (B)(6) 2021. During preparation, the autotome rx 44 was unpacked and found that the handle of the sphincterotome was disconnected. The pull wire of the autotome rx 44 was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.